Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent placement procedure in the ureter and bladder. The exact event date was not reported. According to the complainant, during the procedure, when the physician removed the device from the package, the stent shaft was found to be broken. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent placement procedure in the ureter and bladder. The exact event date was not reported. According to the complainant, during the procedure, when the physician removed the device from the package, the stent shaft was found to be broken. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code 1069 captures the reportable event of stent shaft broken. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the middle section detached/separated. The suture string was not returned for analysis. No other issues with the device were noted. The reported event of stent shaft broke was confirmed. The stent was returned without the suture string, evident that the stent was manipulated. The failure found (catheter detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.